Event description:
It was reported that during testing conducted at the manufacturer facility the core impaction drill was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
During the device evaluation it was found that bearing 81631 was damaged. The damaged bearing is the probable cause of overheating due to increased friction.